Event description:
The patient reported that she received an empty cartridge alarm in the morning. She reported that the pump went off for a time and after the alarm was confirmed the pump powered off. The patient tried a new lithium battery to power on the pump but the pump would not power on. The patient then tried an alkaline battery and the pump powered on without difficulty. There is no reported patient impact associated with this complaint. This complaint is being reported because the pump allegedly did not power on after the patient tried to insert a battery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.